Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer wears the pump against their skin. A supply change was performed resolving the issue. Additionally, the insulin gauge was inaccurate. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer's blood glucose was 391 mg/dl.